Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification. It was also noted that there was an error in the software update history, the stylus was not working correctly, and the main processing unit connector was damaged. (B)(4).

Event description:
It was reported that the touch pen became unresponsive on certain parts on the screen and the touchscreen was faulty. The programmer was returned for servicing. There was no patient involvement.